Manufacturer narrative:
Product complaint # (B)(4). Batch # t5an3p. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired with a scratch on the pan. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Gastric cancer. Was the bleeding of splenic vessel caused by the ec45a? If so, please explain. Yes. How many firing strokes of device were able to be completed? No, this is 1st firing. Was the duodenum completely dissected? Finally, yes. Was there difficulty removing device? Yes if so, how was the device opened. Opened the jaw but removed difficultly. What is the current patient status? Stable.

Event description:
It was reported that during the total gastrectomy surgery, could not fire farther after fired 1.5 cm when severing duodenum tissue on the 1st firing. 1.5 cm staple line and cut line were good. Removed the device, meanwhile, the vessel of the spleen was bleeding, changed surgery to open surgery, the patient lost about 900 ml with blood transfusion. Now the patient is stable and in hospital, the hospital stay would be delayed.